Event description:
Customer claims that the sensor pad does not work when it is attached to the alarm, there is no alarm tone. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Eval of the returned product shows a crease on the sensor pad and a broken wire. There is a continuous alarm sound when the sensor is plugged into the alarm. (B) (4).

Manufacturer narrative:
(B) (4). Eval of the returned product shows a crease on the sensor pad and a broken wire. There is a continuous alarm sound when the sensor is plugged into the alarm. (B) (4).